Manufacturer narrative:
New, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a female patient reported that when she opened the cartridge holder to place the cartridge in her humapen luxura device, the injection screw dropped down and she lost it. The patient experienced inadequately controlled diabetic mellitus. The patient reported using the device for four (4) years and reported using both lilly and non-lilly cartridges in the device. The device was not returned for investigation (batch number 1207b05, manufactured july 2012); therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. A complaint history review for the batch did not identify any atypical findings with respect to injection force high, injection screw broken, or non-lilly cartridge use. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The humapen luxura core instructions for use states, "for use only with lilly 3 ml insulin cartridge" and "do not user other brands of insulin cartridges." There is evidence of improper use. The patient used non-lilly cartridges in the device. It is unknown if this misuse contributed to the patient's complaint of the injection screw dropping down and being lost.

Event description:
(B)(4). This spontaneous maternal case of a retrospective pregnancy, reported by a consumer who contacted the company to report an adverse event, concerns a female patient with age and ethnicity unknown. Medical history included diabetes for more than 20 years. Concomitant medication included insulin glargine for unknown indication. The patient received human insulin (rdna origin) regular (humulin r) and human insulin (rdna origin) nph (humulin n) both via unknown formulation, at unknown dose, frequency, route of administration and start date, for the treatment of diabetes. It was unknown how insulins were administered. It was reported that insulins were provided by the government and sometimes they were from the company and other times they were not. On an unspecified date, unknown time after beginning human insulin regular and nph therapies, the insulins were having no effect. Thus, due to that, her treating physician replaced the insulins by two tablets (unspecified medications), however, the patient felt unwell, fainted on street and fell into a coma, which were considered as serious due to medically significant reasons by the company. No information regarding corrective treatments for these events was provided. After that, the patient restarted human insulin therapy. It was reported that patient tried to use the insulin via pump, however, her body rejected. Then, on an unspecified date around (B)(6) 2013, the patient started to receive human insulin nph and regular at cartridge formulation via humapen luxura champagne device. It was noted that she had a device problem described as when holder opened to insert the cartridge the spring left and she did not know where it fell (lot number 1207b05/(B)(4)). Then, on an unspecified date around (B)(6) 2013 and (B)(6) 2014, the patient got pregnant. The last menstrual period (lmp) and the expected date of delivery (edd) were not provided. In (B)(6) 2014, in the beginning of gestation, the patient was hospitalized due to uncontrolled diabetes and her pregnancy. It was reported that insulins were having no effect again and her glycosylated haemoglobin was high (results, unit and normal range were not provided). On an unspecified date in 2014, during the hospitalization, the human insulin nph and regular were replaced by insulin glargine (lantus) unknown dose and frequency and insulin lispro (humalog) cartridge, unknown dose applied five times per day. Both insulins has been administered via humapen luxura champagne device. Therefore, the exposure to human insulin nph and regular occurred prior and at conception, and also during an unspecified period of time of gestation. It was unknown the length of exposure to insulin lispro therapy. No further details regarding prenatal testing were provided. On (B)(6) 2014, the patient delivered an infant of unknown gender. Information regarding mode of delivery, infant birth weight and length, apgar scores, gestational age, maternal and fetal delivery complications was not provided. After the labor the patient remained hospitalized for more sometime but it was unknown if the patient or the baby had any post-delivery complications. The method of infant feeding was also unknown and no information regarding the overall health status of infant was provided. On an unspecified date the patient was discharged from the hospital. It was reported that after this long period of hospitalization the patient has been hospitalized some other times for few days (one or two days) in order to control her diabetes and then she was discharged. The reporter did not know the total number of hospitalizations. According to reporter, these hospitalizations had occurred because she was not receiving insulin due to a lack of supply by the government and, since the insulins were expensive, she could not afford it. On an unknown date in 2015, while receiving insulin lispro via humapen luxura champagne, the patient experienced retinopathy with difficulty seeing as symptom, due to historical diabetes. No information regarding corrective treatments for retinopathy was provided. On an unspecified date, the humapen luxura champagne device broke, which was described as: when she opened the cartridge holder to place the cartridge on it, the injection screw dropped down and she lost it ((B)(4)/lot 1207b05). Because of that the patient was applying the insulins via a syringe and, due to many applications, her whole skin was turning purple. No further details regarding corrective treatments and outcome for injection site bruising was provided. Furthermore, it was reported that patients diabetes remained uncontrolled, also described as it was difficulty to control the diabetes, but no further details about corrective treatments for this event was provided. On (B)(6) 2017, the insulin lispro therapy via syringe was ongoing. At the time of follow-up, on (B)(6) 2017, the patients diabetes was under control, her kidneys were fine, and she was feeling well, however, she was not recovered from diabetic retinopathy. The insulin lispro and insulin glargine therapies were ongoing. The patient operated the device and it was unknown if she was trained. The patient had used the reported device for four years and this device model for unknown time. The suspect device with (B)(4), which was manufactured in jul2012, was not returned to the manufacturer. The reporting consumer related: the retinopathy to the historical diabetes; the high glycosylated haemoglobin and the first episode of uncontrolled diabetes to the second event of lack of effect of human insulin therapies. Also, the many hospitalizations that patient had in order to control diabetes were related to the fact that patient was not receiving insulin lispro due to a lack of supply. Furthermore, the reporter did not provide an opinion of causality for the exposure event; the exposure event was entered for tracking purposes. No other relatedness opinion was provided. Update 20oct2017: additional information was received on 18oct2017 from the initial reporting consumer. Updated the case from spontaneous case to spontaneous maternal case of a retrospective pregnancy; replaced diabetes since 1997 by diabetes for more than 20 years in the medical history; replaced human insulin (rdna origin) 30% regular 70% nph by human insulin nph and human insulin regular; added lack of drug effect as non-serious adverse event; added that human insulin nph and regular were replaced by two tablets of unspecified medication due to lack of drug effect; added feeling unwell, fainting and coma as serious adverse events; added that patient got pregnant; added drug exposure during pregnancy as non-serious adverse event; added that lmp and edd were not provided; updated the event of uncontrolled diabetes from non-serious to serious due to hospitalization; added glycosylated haemoglobin as laboratorial examinations and also as non-serious adverse event; added that the human insulin nph and regular were replaced by insulin glargine (lantus) and insulin lispro (humalog) while the patient was hospitalized in 2014; added the length of exposure; added that prenatal testing was not provided; added that infant was delivered on (B)(6) 2014; added delivery and post delivery details; added that the method of infant feeding was also unknown and no information regarding the overall health status of infant was provided; added that patient was hospitalized other times for a few days in order to control her diabetes; added that these hospitalizations had occurred because she was not receiving insulin due to a lack of supply by the government and, since the insulins were expensive, she could not afford it; updated the outcome of diabetic retinopathy from unknown to not recovered; added that at the time of follow-up, on (B)(6) 2017, the patients diabetes was under control, her kidneys were fine, and she was feeling well; added that the insulin lispro and insulin glargine therapies were still ongoing; updated assessment of relatedness; complete the EU/ca device information. Updated narrative and corresponding fields accordingly. Also, upon internal review, one of humalog previously coded was removed from the case and the return status of reported device has been updated. Update 25oct2017: additional information was received from call center on 23oct2017. No new information was received and added to this case. Update 31oct2017: additional information received on 31oct2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the (B)(4) associated with the lot 1207b05 of a humapen luxura (champagne) device. Corresponding fields and narrative updated accordingly.